Event description:
Customer reported that in 2008 she felt bad due to a kidney infection, and went to sleep at 10:00 pm. Her mother called to check on her, and did not get a response, so paramedics were called. Customer was unresponsive so they transported her to a local hospital emergency room, where she was diagnosed with severe hypoglycemia, given an intravenous of glucose and three doses of glucose gel. Customer further reported that upon her return home from the hospital, she attempted to test her glucose on her freestyle flash blood glucose meter, but received an error message. Several attempts have been made to contact customer without success to clarify if the customer had tried to test her glucose prior to the loss of consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the error message the customer received on her meter can occur in the presence of very low blood glucose as well as when one attempts to use an expired test strip. Customer requested replacement of her expired test strips at the time of the report of adverse event.